Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted in both cylinder bladders. These were both sites of leakage. The surfaces appeared melted, indicating contact with cauterizing instrumentation. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. A separation was noted within the reservoir bladder. This was a site of leakage. It is unknown what may have resulted in the separation. Abrasion was noted on the reservoir inlet tube. Based on examination and testing, it was concluded that the observed separation in the reservoir bladder could have allowed the report of the device not pumping as much as the patient wanted. However, because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events leading to the observed separation cannot be determined. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in both cylinder bladders and reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device was explanted and replaced because the device did not pump as much as the patient wanted. A new device was implanted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.